Event description:
Advocate alleged that customer was not getting a reading at all with her contour meter. No adverse events alleged. The complaint did not meet the criteria to be reported at the time of the call, but the test strips were returned for evaluation. Replacement test strips were sent to the customer.

Manufacturer narrative:
A second lot# of contour test strips was returned for evaluation: product code not provided, lot# 1dc3a06a, exp. Date 04/30/2013, manufacture date 04/2011, 510 (k) k062058. Lot# 1dc3a02a read 317mg/dl high out of spec. Lot# idc3a06a read 377mg/dl high out of spec.